Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd) due to high pacing thresholds. Additional information from the field representative indicates that the device was not returned to the laboratory as it was sent to the pathology department. This ICD was explanted. No additional adverse patient effects were reported.